Event description:
The patient was undergoing a thrombectomy procedure in the arteriovenous (av) fistula using an indigo system aspiration catheter 7 (cat7), indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), and a 7f sheath. During the procedure, the physician completed approximately three passes in the target location using the cat7. The cat7 was removed out from the sheath to be flushed. While advancing the cat7 for the next pass, the physician noticed the cat7 would not remain straight and had folded back into the access point due to the placement of the cat7. The cat7 would no longer advance in the vessel. Therefore, the physician removed the cat7 and noticed the distal end of the cat7 had fractured and remained in the vessel. The physician attempted to remove the fractured distal end of the cat7 using a snare device, but the attempt was unsuccessful. The sheath was then removed, and it was discovered that the fractured portion of the cat7 was attached to the sheath. Both the sheath and fractured portion of the cat7 were removed together. The procedure was completed using a new cat7 and the same lightning bolt aspiration tubing. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.